Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
H6 correction: health effect - clinical code should be 4582 - no clinical signs, symptoms, or conditions rather than 2388 - inadequate pain relief. H6 correction: health effect - impact code should be 2199 - no health consequences or impact rather than 4611 - absence of treatment. H6 correction: medical device problem code should be 3189 - no apparent adverse event rather than 3190 - insufficient information.

Event description:
Additional information indicates that there was no allegation against the ipg and it did not reach end of life.